Event description:
It was reported that the pump displayed a full dressing alarm and stopped generating negative pressure so the patient had to cover the wound with gauze while waiting for a replacement pump to be delivered. Further information is not available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported issues were experienced during use. As no device was returned for evaluation a thorough product evaluation could not be carried out. Potential causes for the issues experienced are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised we have not been able to confirm a relationship between the event and the device or determine a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.